Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted for an unspecified reason. A new boston scientific product was implanted. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted for an unspecified reason. A new boston scientific product was implanted. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported. Additional information received advised the physician elected to replace the device due to the patient's diagnosis had improved. There was no allegation of device malfunction. The explanted device is expected to return for analysis. Outside of surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted for an unspecified reason. A new boston scientific product was implanted. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported. Additional information received advised the physician elected to replace the device due to the patient's diagnosis had improved. There was no allegation of device malfunction. The explanted device is expected to return for analysis. Outside of surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The device was expected for return but has not been received. Boston scientific has made three attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed, and this report will be updated.